Event description:
It was reported the pt has been experiencing difficulty initiating communication between the ipg and the pt programmer. The pt is without stimulation. The pt is working with her physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.